Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin had a blank display. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the display was not blank less than 30 seconds and did not returned after the insulin pump restart. The customer stated the contacts on the battery cap were neither missing nor damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. Device failed the sleep current test and active current test due to moisture damage on the electronic assembly. Blank display not confirmed.